Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the device casing and body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A review of the device memory noted the defibrillation therapy was turned off on june 25, 2013 at 15:14pm due to programming. Laboratory analysis did not identify any device characteristics that would have indicated a performance issue.

Manufacturer narrative:
Approximately two months later, the patient passed away. The local field representative contacted the patient's following clinic and confirmed the patient was put in to hospice care for cancer which was the patient's cause of death. The field representative confirmed there were no allegations against the device. The clinic nurse noted the patient's following physician did not order the device deactivation, but believed a clinician at the hospice facility did. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that tachycardia therapy for this implantable cardioverter defibrillator (ICD) was programmed to other than monitor plus therapy. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.